Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex (dianeal low calcium) and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced abdominal pain and was hospitalized for the event. Treatment was not reported. On unknown dates during hospitalization, the pd catheter was removed and pd therapies were withdrawn. The patient was switched to hemodialysis and had since tolerated six treatments well. The nurse clarified that on an unknown date; the patient experienced peritonitis (previously reported as abdominal pain) and was hospitalized for the event on an unknown date in (B)(4) 2012. Treatment rendered was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.